Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, the sales representative received an email stating that end users experienced rips with the device. No additional information was provided in the email. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.